Event description:
The patient¿s spinal cord stimulation (scs) system had been off for over a year due to losing his patient programmer (pp) and recharger system during a move and his insurance had lapsed. The patient experienced a loss of stimulation/therapeutic effect and less than 50% therapy relief. The ipg was interrogated and got no response. A power on reset (por) occurred and the error code was not specified. A device reset was performed which successfully cleared the por. The ipg was able to get fully charged and functional. An impedance check was performed and found all electrodes out of range of greater than 40,000 ohms. The doctor suggested a full system replacement. It was additionally reported that an overdischarge was confirmed. A system replacement was planned but not yet scheduled by the doctor.

Event description:
It was later reported that the patient does not want replacement at this time.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-75, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).